Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, interrogation of the device showed that the remaining longevity was not available due to cold temperatures. The device was then placed in normal temperatures for over forty eight hours with no change. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.